Event description:
Additional information received reported the patient had a cerebrospinal fluid (csf) leak and was hospitalized. The pump was filled with saline and programmed to minimum rate on (B)(6) 2012. A catheter dye study was performed, however the date and results of that study were not reported. Patient's pocket had filled with fluid, as previously reported, however the fluid was tested and no infection was found. The healthcare provider (hcp) "opened the patient" to inspect the catheter and no obvious leaks were found. The csf leak was in the patients back, and a purse string was placed in the location of the leak. The catheter was then aspirated to verify csf backflow through the catheter. As of (B)(6) 2012, the patient was "doing fine" although they were not receiving their therapy at that time. It was unclear if there was any revision done. It was later reported on (B)(6) 2012 that the pump was being filled with new drug, however it was not reported what the new medication fill would be, or if the patient was still in the hospital. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the health care provider removed all of the drug from the pump and filled with saline. A revision was planned for july 13th.

Event description:
The patient was to have her pump explanted, no date set yet. The patient did not want a revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.(B)(4).

Event description:
It was reported that the patient had a bulge in her back. While getting out of the car, she felt a sudden pop, then warmth from the back to the front and the bulge went away. Since this replacement, it was reported that patient had been using personal therapy manager (ptm), to try to figure out the appropriate dosing. Patient was on chemotherapy and could not have revision surgery for one month following the end of chemo. Some of the drugs were still getting through the catheter per the dye study. Patient reported she was still having pain. A reported x-ray revealed no fracture. However, a dye study showed potential fracture at catheter anchor site in the back; fluid was aspirated from around the pump and sent for glucose testing. It was found on dye study that the connector was leaking at the distal connection to the pump. It was unsure whether pain was related to worsening cancer or catheter leak. It was reported that the drug being infused was morphine (compounded) 25 mg/ml, 9.993 mg/day and bupivacaine 5 mg/ml 1.9987 mg/day, with the ptm enabled to deliver pa dose 0.500 mg, with max activations 6 per day, and total daily dose would be 12.908. Patient outcome was not provided pending revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).